Event description:
On (B)(6) 2007, a (B)(6) female patient underwent aaa repair under general anesthesia. The patient's anatomical form was suitable for endovascular repair and the procedure was consisted of placement of a main body and two iliac leg grafts. The final confirmatory angiography showed proximal type I endoleak and it was solved by placing another manufacturer's stent (1820334-2007-00342). On (B)(6) 2007, no endoleak was confirmed at the follow-up before discharging from the hospital. The aaa was 49mm as no change in its size. On (B)(6) 2008, no endoleak was confirmed at the follow-up. The aaa was 47mm. Since after this follow-up, the patient had not visited the doctor until (B)(6) 2011. Sometime in (B)(6) 2011, the patient visited the doctor due to subdural hematoma and expansion of the aaa to 58mm was found by ultrasonographic examination. On (B)(6) 2011, endoleak and deformation of the other manufacturer's stent were confirmed by CT angiography. On (B)(6) 2011, the physician determined the endoleak was type I or type iii by another angiography. As of this time, any additional procedure is not planned yet. The patient's condition is unknown except suffering dementia as not provided by reporter. Additional information provided on 12/19/2011: the physician determined the endoleak was type iii (1820334-2012-00026). Its cause is unknown. The cause of deformation of the other manufacturer's stent is unknown too. The physician will take a wait and see approach because it's unable to confirm the patient's will due to dementia, but the physician will ask advice a supervisory doctor for additional procedure. The patient's condition is unknown except suffering dementia as not provided by reporter.

Manufacturer narrative:
(B)(4): patient outcome is unknown as not provided by reporter. (B)(4): endoleak is listed in the instructions for use. No product was returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Initial repair performed (B)(6) 2007. Another manufacturer's stent was used to resolve a type ia endoleak. The patient was lost to follow-up for almost three years. CT performed (B)(6) 2011 revealed endoleak and deformation of the other manufacturer's stent. The physician determined the endoleak was a type iii and decided to take a wait-and-see approach based on the condition of the patient. One file with four images was returned for review. The images were sent for clinical review. In summary, the complaint report details do not match the images. No time stamps are visible on the images. The imaging shows that the her manufacturer's stents is not fully expanded and is not crushed/deformed. A type ia is likely present. We are unable to determine the etiology of the reported endoleak based on the information that has been provided. At this time there is no indication that a design or process induced failure of the device resulted in the reported event. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.